Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was not able to connect to the admin due to an unexpected data error. The customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was no delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was by a software issue. A technical support specialist found the database in suspect mode, followed knowledge article, repaired the database and resolved the issue with no problems in application launching. The system functioned as intended after the technical support specialist troubleshooted the device.